Event description:
A surgeon reported that the knives from the pack are not sharp and often has to request another knife in order to complete the case. There was no harm or injury to the pts involved. Additional information has been requested.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause for the dull knife experienced by the customer cannot be determined. The complaint rate for the past year for dull/damaged/blunt knives was reviewed. No adverse trends in complaint rate have been observed. (B)(4).